Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Attempted to implant the t2gtn nail. Attempted to do drilling for the proximal oblique screw hole, the drill hit the nail and proceeded as it was. Ob the screw hole with the front image. Remove the drill, however the tip of the drill broke and the broken part remain in the body. So using another new drill and continuing the surgical procedure. The broken part was remain in patient.

Manufacturer narrative:
Product inquiry states the drill to be the subject product. No further associated products were reported. The review of the inspection records revealed no discrepancies. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The drilling spiral of the drill returned is completely sheared off at the level of approx. 50 mm from the tip. The broken off piece was not returned. According to the appearance of the breakage surfaces, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and/or contact with a hard object. Moreover, it has to be ascertained that the cutting edges of the drill returned are worn and covered with dents; the drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. Referring to the very long period since manufacturing (manufactured 2014) the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Broken drills, with remaining parts in patient, are known from previous cases and were evaluated by a medical expert. Excerpts from the clinical assessment of a medical expert in a similar case: ¿an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. It is of interest whether a broken part of a drill can be left in the bone or should be retrieved; also in the case that greater harm to the bone would be done. It is well known to an expert user that a broken part of a drill which is completely embedded in the bone normally does not cause any harm. In absence of a nickel allergy, the material used for the drill does not cause any local or systemic incompatibility. Therefore, no further surgical procedures in this special case are required.¿ however, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user.

Event description:
Attempted to implant the t2gtn nail. Attempted to do drilling for the proximal oblique screw hole, the drill hit the nail and proceeded as it was. Ob the screw hole with the front image. Remove the drill, however the tip of the drill broke and the broken part remain in the body. So using another new drill and continuing the surgical procedure. The broken part was remain in patient.